Manufacturer narrative:
Findings: no damage to the battery cap noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 150 mg/dl. The customer stated that there is scratches on lcd screen. The customer stated that the device is fined but can't read the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.